Event description:
As reported for this event by the customer, the error message check irrigation/electrode was received for the device. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing of the device, the user¿s complaint of the error message check irrigation/electrode received was not duplicated. The device passed functional test and two hours burn-in test. All output powers are within standard specification. The fault log shows 400 ref 26 (for error message check irrigation/electrode) ten times: generated if a transurethral resection in saline (turis) electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. The current software is v3.03. The keypad has one line scratch but can be used as is. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.